Event description:
It was reported, the patient is no longer feeling effective stimulation in her tailbone. Reprogramming efforts allegedly were unsuccessful. It was reported, the physician plans to perform another trial scs procedure on the patient to address the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.